Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2014 due to low vaulting and a refractive surprise. The lens was exchanged for a longer lens and the problem was resolved. Additional lasik was done to treat residual astigmatism.

Manufacturer narrative:
(B)(4). Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst, etc). The secondary intervention was done to adjust the power of the icl to treat the new cornea-optics and to adjust the size of the icl to increase vaulting. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - one year after implantation of the icl, the patient suffered a corneal ulcer. After medical management of the corneal ulcer, the patient suffered blurred vision and significant refractive change due to corneal changes. After ensuring stability of the refraction the surgeon removed and replaced the icl.

Manufacturer narrative:
(B)(4): (refractive surprise), (enlarged incision), size incorrect for patient, (lens explanted), (vaulting). Device evaluated by manufacturer? Lens not returned.claim # 706779 h3 other text : lens not returned.